Manufacturer narrative:
The device was received at cochlear analysis team on july 24, 2019. This report is filed on august 21, 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 due to magnet migration and open circuits. The explanted device received at cochlear on (B)(6) 2019. This report is submitted on september 27, 2019, by cochlear limited.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to magnet migration and open circuits. The explanted device received at cochlear on july 24, 2019.

Event description:
Per the audiologist, the patient experienced magnet dislodgement, and subsequent loss of connection to the internal device, during an MRI (date and tesla strength not reported). It is unknown if there are plans to reposition the magnet as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted november 1, 2019. - attachment: [149610 device analysis report reg.pdf].